Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot. However, this issue is related to a supplier material problem. Additionally, a review of the complaint history identified one other similar incident reported from this lot. However, this is not a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported core break. It is possible that anatomical conditions contributed to the reported unraveling coils; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.na

Event description:
It was reported that during advancement of a hi-torque balance middleweight universal ii guide wire, the helix was noted to unravel. The guide wire was held together by the tip coils. The guide wire was immediately withdrawn from the patient and nothing was left in the patient anatomy. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.